Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 5% after being charged to 100% then jumped up to 70% without being connected to a power source. The customer stated the pump has shut down in the past due to this battery issue. The customer's blood glucose (bg) level was 400 (mg/dl). A bolus via syringe was used to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.